Manufacturer narrative:
Evaluation: rue ring cotter, clevis pin.

Event description:
It was reported by service report that the brake is not working. No pt involvement or adverse consequences are reported.